Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventative action. A supplemental medwatch will be submitted when new info becomes available. Additional info: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
It was reported that the device was primed without any deviations. Immediately after connecting to the pt, leakage form the gas outlet- as drops were noted. Estimated blood loss was 5 ml/h. Blood flow was declining and after 6 hours the device was exchanged. No delay in therapy was reported. No reported pt effect. (B)(4).